Manufacturer narrative:
H3: analysis found that customer reported with "rotating knob stalled, blade vibrate, motor sound rough", issue duplicated, unit seized, unable to oscillate, issue found. The motor and wheel were corroded, worn out housing colour. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post op, the m4 handpiece rotating knob stalled, blade vibrate, motor sound rough and cable twisted, the handpiece was causing the blade to vibrate, when the blade was tested with an other handpiece it was working fine. There was no patient involvement.